Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.75mm x 12mm emerge¿ balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. No segment of the balloon detached inside the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.